Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 3 years and 4 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis (source: streptococcus bovis) and perivalvular leak. Per the surgeon, the reason for explanting the device was not related to a device malfunction. No other details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative:the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Through follow-up with the health-care provider, the operative report and pathology report were received. According to the operative report, the patient had endocarditis, postoperatively, which was successfully treated by the time of surgery. Upon inspection of the valve, "there was dense scar tissue between the heart and the mediastinal structures...the aortic valve prostheses had calcifications of both leaflets; however, the leaflet motion was restricted. There was a periprosthetic separation between the valve sewing ring and the annulus in the area of the noncoronary sinus of valsalva in proximity with a posterior strut. Once the valve was removed, it was clear that there was a separation between the left ventricle and the aorta, which was replaced by an aneurysm in that area between the mitral annulus and the aorta. The gap was about 2 cm long and 1 cm wide and was free of any residual infection. There was a severe degree of left ventricular hypertrophy." The valve was removed and replaced with another edwards bioprosthetic valve.